Event description:
It was reported that the patient was experiencing no stimulation sensation. It was noted: today- programmer not working. The patient was getting poor communication. Yesterday and today not feeling stimulation. The patient was implanted in 2010. The patient's doctor was no longer at the practice but the patient will call to see if someone took over. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v503891, implanted: (B)(6) 2010, product type: lead. (B)(4).